Event description:
It was reported that a folufusor elastomeric device underinfused (rate and total volume delivered are unknown). The elastomeric contained 5fu 797 mg and 5% glucose. There was patient involvement but no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (The lot 14e045 was manufactured on may 18, 2014 ¿ may 19, 2014.) The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, but the plant does not have the drug 5-fu to accurately test the reported condition. The testing revealed the product to be within the accepted product specification rate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.